Event description:
Additional information was received from the patient. The patient stated that same issue persisted for over a year. Patient (pt) stated that they met with healthcare provider (hcp) and they scanned the leads and they couldn't find any problem with them. Pt stated they met with manufacturer representative (rep) and briefly resolved the issue but come right back. Agent reviewed controller function and redirected to pt to their managing physician. Pt stated they have moved. The controller has been turning therapy off for over a year. They have had the implant checked multiple times by managing physicians and reps. Pt demanded a replacement controller to see if that would resolve the issue. Agent agreed to sent a request to replace the controller to repair. Agent reviewed if that did not fix the issue, contact the physician. Agent provided a physician listing.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are getting shocked where the battery pack is. Patient reported they are feeling shocking on the incision area about a month now. Patient stated they met with rep couple weeks ago and rep changed the setting but she is still getting shocking but not as bad. Patient stated since they changed the setting, the ins shuts itself off randomly. Patient stated they see stimulation off 3 times since the rep change the setting. Agent asked patient to connect with controller and controller showed ins 100% and controller 100% charged. Agent reviewed therapy on/off button meaning. Agent reviewed controller / device function. Agent recommend patient monitor ins turning itself off and consult with hcp ofc for next steps if the issue persist.